Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. After receiving hpc test results outside of cardioquip specifications, cardioquip notified the customer of the contamination and recommendation of an internal water pathway replacement via email on (B)(6) 2023. There has been no response to this recommendation as of the date of this report.

Event description:
Upon inspection of the internal components/tank, our technician identified potential contamination with unit 10160142 and notified jacob on (B)(6) 2023. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.